Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering was unable to test the unit. Engineering disassembled the unit and found excessive debris throughout the internal components. The root cause remains unknown; however, excessive debris may prevent the device from firing correctly. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. This document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopische cholecystectomie- "clips let becoming loose from the tissue. Surgeon was dr (B)(6)."